Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) lost connection to the ilet when the sensor was paired to both the dexcom mobile app and a dexcom receiver, and the user planned to use the receiver due to impending loss of phone access. No alerts or alarms were present during loss of cgm data and no adverse clinical symptoms were reported. Outcomes included temporary interruption of cgm data to the ilet without clinical impact, hospitalization, or injury. User support included troubleshooting and education regarding dexcom¿s two-device pairing limit, advising the user to disable the phone¿s bluetooth, power off the phone, toggle cgm connectivity, and re-pair, with an expected reconnection window. Investigation of this case revealed that concurrent pairing of the sensor to two devices likely caused communication interference and signal loss to the ilet, which resolved with re-pairing steps and limiting active pairings. It was concluded, based on previously established findings for similar reports, that the cause was user setup and use of the cgm outside of recommended pairing configuration, resulting in expected communication behavior.